Manufacturer narrative:
Analysis received the unit with blank display due to broken solder joint on the interface board. There was no moisture damage found on the electronic and motor assemblies. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 95 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.